Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen® gts event described as "xen revision patient 2 months post-op with conjunctival retraction/xen shaft exposed, distal tip is not exposed." Intraocular pressure (iop) is 9 mmhg and vision is good.